Manufacturer narrative:
The device was not received for investigation. However, the photo provided confirmed the report. The balloon was observed to be ruptured. While the reported event was confirmed, the exact root cause of the reported issue could not be determined. Balloon rupture is an inherent risk of using this product. As stated in the IFU: avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation. Do not exceed the recommended maximum balloon liquid capacity (see specifications). The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any other complaints of a similar nature for devices from this lot.

Event description:
It was reported that the syntel over-the-wire embolectomy catheter balloon ruptured during pre-use check. It was not used on the patient and no injury was reported.